Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently, unable to established a relationship or impact to the reported observation. If add'l relevant info is received or device eval completed, a supplemental medwatch will be filed. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following an unsuccessful cavity integrity assessment (cia test during a novasure endometrial ablation, the physician did a hysteroscopy and saw a "perforation (size and details [are] unk)". Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain add'l info surrounding this event.